Event description:
The customer reported to olympus the telescope ultra, light guide connector was missing parts. The customer's reported problem was found during reprocessing. The intended therapeutic procedure was completed with no delay. The device was inspected before use. No reports of patient harm was associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; the light guide connector post was detached. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged device could not be determined. It is possible that the damage was caused by user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.